Event description:
2 cnas transferring resident from bed to wheelchair. Resident in lift moving away from bed. Lift stopped, spreader bar w/scale separated from boom, resident fell to floor; striking head on lowered siderail. Resident assessed, all vitals ok at that time.